Event description:
It was reported that the patient has a small wound hematoma.

Manufacturer narrative:
Additional devices listed in this report: cat 5510-f-402, lot ebnsl, description: triathlon cr precision femoral com #4 r-cem; cat 5520-b-400, lot eceel, description: triathlon prim tib baseplate - cemented. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Reported event: an event regarding wound hematoma involving a triathlon femoral component was reported. Conclusions: based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. The reported event was not related to the device or to the surgery procedure. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient has a small wound hematoma.